Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon used an ldr (straight long) for the operation of a distal ulnar fracture. The surgeon tried to use a ti locking screw (2.4 mm) for this plate from the package of the implant and found it was a different color than the neighboring screw. The surgeon exchanged it for another screw. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis.the relevant dimensions of the returned locking screw were checked and fund to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigations have shown that the color green is according to specification. We did not receive any details of the other screw mentioned. No product fault could be detected.(B)(4)